Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device etco2 module failed co2 sensor test/calibration during preventive maintenance was not identified during the customer call. Tech support recommended to replace oridion module kit. Customer will send unit for repair services. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module failed co2 sensor test/calibration during preventive maintenance. There was no patient involvement.